Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead inserted and noise was noted on the electrocardiogram (egm). The physician unscrewed and took pin out, put back in, but was unable to re-engage wrench kit into set screw. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.